Manufacturer narrative:
Upon inspection, the baxter technician found the power cord needed to be replaced. The p500 surface is for household and healthcare facility use. The p500 surface is a finished size of 35.5" (90 cm) wide by 84" (213 cm) long, with a thickness of 8" (20 cm). The surface is designed for use on pan-deck frames that accommodate this surface size; it is not intended for use on spring-deck frames. The intended users of this product are healthcare employees, non-clinical caregivers, and occupants who have the physical strength and cognitive skills to operate and control the product. Follow safety protocols if an intended user does not have the physical strength or cognitive skills to operate and control the product safely. A search of the baxter maintenance records showed baxter performed any preventative maintenance on this bed on 18th jun 2024. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the power cord to resolve the reported event. Based on this information, no further action is required.

Event description:
A company representative - service personnel contacted technical service to report that p500 mrs control unit power cord is frayed with exposed wires. User defined description:warehouse repair. This occurred after patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved.